Event description:
It was reported that the ilet pump displayed a persistent blue circle and remained stuck in update mode, preventing app pairing and device use, and the user reverted to a prior medtronic pump for insulin delivery. Symptoms included no reported physical symptoms despite high blood glucose and device alerts. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included basic troubleshooting with app force close, phone restart, app reinstall, and assessment of software version, followed by logistical arrangements for device replacement. Investigation of this case revealed a device malfunction during the update process that resulted in system freeze and persistent error messaging, consistent with a hardware or firmware fault affecting the user interface and system restart functions. It was concluded that the cause was an update-related device malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.